Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 582 mg/dl and 144 mg/dl. Customer allegedly received the following results, with two different meters, within 10 minutes: 144 mg/dl (compact plus system 1) and 398 mg/dl (compact plus system 2). Reading of 144 mg/dl was taken only once. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the compact plus system 1. Reference medwatch with (B)(6) for the compact plus system 2.